Event description:
(B)(4). It was reported that following a stenting treatment procedure, the patient presented with angina pectoris. The index procedure treated the de novo, 90% stenosed 2.5x20mm target lesion located in the proximal left circumflex artery. Treatment consisted of pre dilation with an unspecified 2.5x15mm balloon inflated to 10 atm's and the placement of a 2.5x24mm taxus express2 study stent deployed at 12 atm's. Post dilation was not performed. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis. The patient was discharged 2 days later without anginal symptoms. In (B)(6) 2010, at the 2 year study follow up visit worsening of stable angina pectoris was found. No action was taken. Per the physician, the exact onset date was unknown.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).